Event description:
Information was rec'd that reported a pt was treated in 2008 for an incident of hyperglycemia. Per the reporter, she went to bed with normal blood glucose. She woke up later ill, she was brought to the ER. Upon admit to the hosp, it was 470 mg/dl, she was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.